Event description:
It was reported that during an implant attempt the right ventricular lead was not implanted due to increasing thresholds. Another lead was implanted. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.